Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an open umbilical hernia repair procedure on (B)(6) 2013 and mesh was implanted. The patient came back for a recurrence of the hernia and laparoscopic repair. During the repair, the mesh was noted to not be fixed to the abdominal wall. The mesh was hanging into the abdomen with omentum stuck to the mesh. The mesh was excised and removed from the omentum. The mesh was removed from the patient via the trocar. The patient was repaired with a different mesh. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the explanted mesh was returned for evaluation. The mesh was undamaged with straps still attached. The straps were cut to 3 cm and 4 cm. The mesh shows the appearance of what is to be expected after implantation for 12 weeks. Nearly all parts except the polypropylene mesh were degraded. It was not possible to determine the reason for the recurrence. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.